Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient¿s weight at the time of the event was (B)(6). The provided information has been confirmed with the physician.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8596sc, serial# (B)(4). Implanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, lot# n303734004, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were asked but unknown. The date of the event was (B)(6) 2017. It was reported the patient experienced an infection. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting was performed. The pump and catheter were explanted (B)(6) 2017 and discarded. The issue was resolved. Patient status at time of this report was alive - no injury. No further complications were reported.